Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location and under infused medication during infusion. Fluid was observed inside the device at the time of disconnection from the patient after the therapy time was completed. It was also observed that 82.2% of the dose was administered to the patient (underinfusion). The device was filled with fluorouracil hs (accord) 4800mg in sodium chloride 0.9% 115ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between february 23-26, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample which showed moisture/droplets on the interior surface of the device's bottle that resembles condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely user related to having the device in the shower. Visual inspection of the photo sample also showed residual fluid inside the device's bladder which suggests a possible under infusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.